Event description:
It was reported that the pulse generator exhibited elective replacement indicator. The patient was recently in a case where electrosurgery was being used. After a device software download, normal device function resumed. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.